Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 26 mmol/l. Customer was treated with insulin pen. Customer was using auto mode. Customer had blood glucose level of 9.2 mmol/l. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the issue was resolved by changing infusion set. Customer stated that there was air bubbles in the reservoir. Approximate size of air bubbles was 1 cm. The insulin pump will not be returned for analysis.